Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower all nursing units having to override for access to patient med bin and refrigerator. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the nursing units required to use an override function to access the patient medication bin and refrigerator. The technical support specialist contacted the customer and asked for examples of the described issue. The customer reported that epic did not have an order for the refrigerator and patient medications bins in the system. The tss stated that the users were currently required to use the override function to access these items, as there was no order available for verification and crossover into epic and the customer agreed to close the case. The system functioned as intended after the technical support specialist verified the device.